Manufacturer narrative:
Block h6: device code a050701 is being used to capture the reportable event of failure to align in an open state.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2024. During the procedure, the anchor exchange would not advance due to the needle body alignment tube. The procedure was completed with the same device as the physician was able to pass the anchor from the needle body to the exchange catheter and was able to complete the suture. The physician removed the overstitch system with the needle in the open position. There were no patient complications reported as a result of this event.